Event description:
Reporting status: serious injury/ medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during use of the device (unknown rx xience) the stent failed to cross and became dislodged and lost in the patient's coronary; however, a balloon was successfully used to deploy the stent in an unintended site without further incident. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Based on the reported information, it appears that the stent dislodged occurred during removal of the sds after attempting to cross the target lesion.